Manufacturer narrative:
D1 (brand name), d2a (common device name) and d2b (procode) has been updated. H3 (device evaluated by manufacturer?) Has been updated as the pi was completed with physical product returned. The root cause of the reported controller error alarm was undetermined due to the inability to reproduce the issue.

Manufacturer narrative:
D6a and d6b dates appeared on the initial report that was submitted and these fields should of been left blank. E1 added zip code extension as it was omitted from the initial report that was submitted. H6 revised h6 as the device was returned and were incorrectly reported on the initial report that was submitted. H11 revised additional manufacturer narrative as it was incorrectly reported on the initial report that was submitted. The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A nurse called to report that automated impella controller had a "controller error" alarm, and said it resolved within 45 seconds. The nurse stated that it only happened once and it did not happened again. There was no patient harm.